Event description:
It was reported that the lead overdetected and the patient received inappropriate shocks. The lead was replaced. No patient complications have been reported as a result of this event.